Event description:
I am using a tandem mobi insulin pump with control-iq connected to an iphone 16 running ios 18.17.1. The pump loses bluetooth connection to the phone daily for hours at a time. During these disconnects, basal insulin continues to run, control-iq cannot suspend insulin, and I receive no alerts, creating a significant risk of severe hypoglycemia. Tandem mobi has no on-pump controls, so the phone is required for safety automation. This represents a single point of failure. This is a recurring issue, not user error. No injury has occurred yet, but the potential for serious harm is high.